Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from a philips authorized service provider (asp) reporting a check vent: battery failure message occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. The device did not meet specification for intended use and was not returned to service. The asp evaluated the device and confirmed the battery failure error message. The asp reported the installed battery was older than five years of age. The philips respironics v60 ventilator user manual provides a schedule of preventive maintenance (pm) to the customer, which advises the backup battery should be replaced every five years. The battery replacement is based on the date of manufacture recorded on the battery label. The battery age is also viewable in the diagnostic mode on the system information screen. The customer was advised. This issue was due to use error. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.